Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 21.4 mmol/l, 10.5 mmol/l, and 8.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.